Event description:
Iab rupture due to calcifications according to the cardiologist. Blood was discovered in the connections distal to the insertion site to 3 inches from the iabp disc. Iabp did not alarm and continued to operate without any issues. Resolution: iabp placed on 1:3 until the iab was removed/replaced. A 7.5 fr 34 cc iab catheter was reinserted without incident. First balloon has dry blood particles inside towards the tip of the balloon. Currently the pt is doing well on 1:1 support.